Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. An inspection of the device revealed that the tip was detached. Approximately 10 cm of the tip was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in the hepatic artery. A 200 cm x 10 cm fathom¿-14 guidewire was inserted through a 2.1f non-bsc micro-catheter. During the procedure, it was noted that 10 cm from the tip of the wire was nearly broken. The physician immediately pulled back the wire carefully without using other device. Upon removal of the device outside the patient the wire completely separated. No device fragment was left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in the hepatic artery. A 200cm x 10cm fathom¿-14 guidewire was inserted through a 2.1f non-bsc micro-catheter. During the procedure, it was noted that 10 cm from the tip of the wire was nearly broken. The physician immediately pulled back the wire carefully without using other device. Upon removal of the device outside the patient the wire completely separated. No device fragment was left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.